Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had already rebooted pump while on hold, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.